Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, postdilatation was perfonned by a 25mm x 28mm nucleus balloon. When the surgeons were ready to close the femoral artery, hypotension began. A pericardial effusion, causing temponade, was found on echo, caused by a minor annulus rupture which was also found on angiography (contrast extravasation). Direct puncture for a pericardiocentesis to withdraw the blood from pericardium was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO) and a 10cm incision was made to check the bleeding and suction of blood. The blood being suctioned out was not as much as surgeon expected; drainage tubes were placed in the chest and the wound was closed. The patient was transferred to the intensive care unit for further monitoring. Additional infonnation was received that the annulus rupture was possibly caused by the post-dilatation. No intervention was performed on the ruptured annulus; since the bleeding decreased during observation, the team decided to reverse protamine and monitor the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).